Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the patient went in for a refill and it was noted the pump had been in a state of motor stall for more than 72 hours. The hcp stated it had been stalled for more than 10 days and that the motor stall occurred during a MRI. The pump did not restart after the MRI. No symptoms were reported. The patient has a follow up on 2019-jul-05. It was unknown if the issue was resolved at the time of the report and the patient's status was noted as "alive-no injury." The pump was sent to minimum rate. No further complications were anticipated/reported.